Event description:
¿It was observed during device evaluation that the colonovideoscope had foreign objects in the air/water (aw) cylinder and air/water (aw) tube, and the endoscopic position detecting unit (upd) image temporarily disappeared. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for air/ water (aw) cylinder has foreign objects and air/ water (aw) tube has foreign, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.